Event description:
Customer reported pt not connected message displayed. No reported pt involvement. Service rep was able to duplicate reported condition. Device was repaired and proper operation confirmed.